Event description:
User reported receiving an abs hardware instrument error and replaced the abs lamp. User said the air water calibration for the new abs lamp did not complete due to the instrument generating another alarm. User checked the fuse light status and found the light for one of the fuses was not lit. User powered the instrument down, removed the fuse and reported the fuse holder is melted and damaged. User said there was no smoke, fumes or burning smell at the time of the issue, nor was anyone harmed in any way. The field service representative found a faulty lamp supply abs pcb. He replaced the lamp supply abs pcb. Customer ran controls and patient samples, with results within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.